Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6)2024, the patient had symptoms of hypoglycemia including nausea, headache, fatigue and vomiting. Her husband took her to the hospital. At the hospital the cgm was reading 53 mg/dl and the blood glucose reading was 435 mg/dl. The patient was given IV fluides and was advised to change the sensor. The patient was in the hospital for 6 hours. At the time of the report, the patinet was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and no damage was found. The voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was performed and no data log was available within the investigation window. The allegation was undetermined. Confirmation of the allegation was undetermined, the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).